Event description:
On (B)(6) 2013, customer claims he chipped two teeth using the unit.

Manufacturer narrative:
On (B)(4) 2013, a voice mail was left requesting that the consumer call us back. On (B)(4) 2013, request for dental info in relation to this claimed incident was sent to the consumer.